Event description:
It was reported to medtronic minimed that the customer experienced crack on pump case. The customer reported no adverse event. The event involved product(s) mmt-754lwwl. Troubleshooting was not performed. No harm requiring medical intervention was reported. The customer discontinued to use the device, mmt-754lwwl was requested, and the device was returned.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Pump received with multiple cracks on the case. The pump passed the displacement test and p-cap received with 50% of reservoir tube lip broken off, however the test infusion set and reservoir did lock properly into place. Cracked case at the display window corners, cracked lcd window, cracked belt clip slot and broken reservoir tube lip. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.